Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.